Manufacturer narrative:
Batch review performed on 19 may 2026: lot: 2421274: (B)(4) items manufactured and released on 22-nov-2024. Expiration date: 2029-nov-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Lot: 2530201: (B)(4) items manufactured and released on 27-jan-2026. Expiration date: 2030-dec-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Lot: 2514811: (B)(4) items manufactured and released on 14-jan-2026. Expiration date: 2030-dec-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Lot: 2529877: (B)(4) items manufactured and released on 15-dec-2025. Expiration date: 2030-nov-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a hip infection and the pathogen is unknown. About 20 days after primary the surgeon performed washout and revised the quadra-p collared std. Size 1 stem to a m-finity collared size 5 stem, revised the d 28/dmd hc liner with a d 36/e flat pe hc liner, revised the versafitcup metalback dm d 48mm to an mpact d 50 multi-hole cup, and revised the 28mm biolox option head with sleeve to a 36mm biolox option head with sleeve. The surgery was completed successfully.